Event description:
It was reported that the atrial lead was capped/cut. The ventricular lead was capped/cut and replaced due to possible failure. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Event description:
It was reported that the ventricular and atrial leads had decreased impedances and increased thresholds. The ventricular lead model is shown to fail and the hospital replaces them prophylactically when needed. The atrial and ventricular leads were cut/capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: device serial number.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device model.